Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product

Event description:
(B)(4). - the dentist reported that 1 year and 3 months after dental implant was installed in intraoral region 27# its loss of osseointegration was observed. In addition, 60ncm of primary stability was achieved, the patient presented bone type ii and the procedure of immediate implant was performed. The dentist also reported that trauma over the implant has happened.